Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Despite several followup attempts, there is currently no information regarding the name, date or objective of the procedure, the tissue location involved, how the device fragment was retrieved from the patient, or how the procedure was completed. To prevent device failure and patient injury, the device instructions for use document has pre-procedure directions to inspect for damage and corrosion, and states ¿visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ the instructions for use also warns, ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ and ¿if the obturator¿s distal end does not move when inserted into the patient, do not try to remove the obturator from the sheath. Remove the entire sheath/obturator assembly from the patient. Otherwise, the sheath¿s distal end may be damaged.¿ the instruction manual also specifies compatible olympus equipment for use with the device.

Event description:
Olympus was informed that during an unknown procedure, the distal ¿beak¿ of the inner sheath broke off and fell into the patient. There was no report of patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information about the event. Olympus was informed by FDA about voluntary medwatch mw5080039 filed by the user facility. The user facility confirmed that medwatch mw5080039 involved the same event. Additional information from medwatch mw5080039 is that concomitant devices included an olympus camera, olympus cystoscope and olympus obturator.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information about the event. The event date was (B)(6) 2018. The procedure was a cystoscopy with urethral dilatation and bladder stone resection using an holmium laser. Towards the end of the procedure the broken off piece was seen floating around in the bladder. It was one piece and it was retrieved using a grasper. The procedure was completed without the need to replace the device. There was tissue trauma due to having to retrieve the broken off piece; the surgeon had to put in stitches around the urethra. There was otherwise no infection or further intervention. There were no assembly or obturator problems beforehand, and no reported impacts to the device before use. The manufacturing site also performed a review of production in the past two years and found no related nonconformances or deviations.